Event description:
It was reported that during the review of device data via the remote monitoring system, this implantable cardioverter defibrillator (ICD) was found to have recorded a red alert condition due to a recorded high out of range shock impedance measurement. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.